Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin was leaking at the luer lock. Customer¿s blood glucose was 300 mg/dl. Customer delivered a bolus via the pump to address blood glucose. Customer declined to load a new cartridge and would contact tandem technical support if further assistance was needed.